Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information via social media that the customer passed away. Writer reported that the insulin pump malfunctioned. No further information was given.